Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 5 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient has a chronic driveline infection and an on-going (B)(6) infection for which the patient is on chronic antibiotics. On (B)(6) 2017, the patient was started on intravenous daptomyocin. On (B)(6) 2017, the patient was admitted to the hospital for chronic driveline infection. The patient¿s antibiotics were changed to intravenous vancomycin for lifetime. No additional information was provided.